Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 06-jan-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. On an unspecified date, control examination showed migration of the insert into douglas pouch (peritoneal cavity). Bilateral obstruction was confirmed. Essure perforation questionnaire received on 23-feb-2016 from the physician and case was upgraded to incident: abnormal uterine findings prior to essure insertion were denied. Procedure was performed under local cervical anesthesia. Insertion was difficult with pain (+++). Ostium visualization was easy. Fluid loss was less than 1500cc during the intervention and procedure did not take more than 20 minutes. Immediately after insertion, the patient complained about pain. Diagnosis of incorrect essure position was made the day of the insertion via hysterosalpingography and ultrasound. Essure insert was well placed on left; on right a complete perforation was noticed with insert found in douglas pouch. The patient had no symptoms in (B)(6) 2015, confirmation test was performed via hsg and transvaginal ultrasound and showed tubal occlusion. No second test of confirmation was performed. The patient was advised to rely on essure based on the result of confirmation test. On (B)(6) 2016 essure was removed via laparoscopy because of patient's request and because it was medically necessary. There was no pathology results, no signs of infection and no inflammation.essure insert was found placed on peritoneum. Follow-up received on 29-feb-2016:health authority number was received ((B)(4)). Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and a right unilateral perforation was diagnosed on the same day of the procedure. The insert went into douglas pouch (peritoneal cavity). Four months later, the device was removed by laparoscopy (it was found placed on peritoneum). The reported event is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. This event can be suspected if excessive pain or discomfort occurs during the procedure. In this particular case, essure insertion was reported as difficult and patient had pain during and immediately after the procedure. On the same day a fallopian tube perforation was diagnosed. Considering the event occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 29-apr-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-may-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and a right unilateral perforation was diagnosed on the same day of the procedure. The insert went into douglas pouch (peritoneal cavity). Four months later, the device was removed by laparoscopy (it was found placed on peritoneum). The reported event is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. This event can be suspected if excessive pain or discomfort occurs during the procedure. In this particular case, essure insertion was reported as difficult and patient had pain during and immediately after the procedure. On the same day a fallopian tube perforation was diagnosed. Considering the event occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.